Event description:
Customer's mother reports back to back testing on the aviva system with results of: 10mg/dl to 110mg/dl, and 10mg/dl to 246mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.